Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer unable to disconnect IV tubing from PICC line after the infusion. ICU nurse attempted to remove IV tubing and broke at the hub site within the hub of the PICC line. If unable to be removed the pt would need PICC line removed and reinserted. For this event there is no report of PICC line being removed and reinserted. There was no pt harm or medical intervention reported. Although requested, no add'l event or pt info provided by the user.